Manufacturer narrative:
This MDR is being filed after a retrospective review of all complaint reports. Nerve damage affecting motor function is a known rare risk (less than 1 incident per 1,000 treatments), expected to fully resolve over time without requiring medical intervention nor resulting in permanent disability or damage. Due to the extended time to resolution, nerve damage affecting motor function is being reported. Review of lot history records for the involved devices confirmed manufacturing steps and processes were met and followed. Product met specifications prior to shipment. Information regarding a1 was not provided.

Event description:
Four days after miradry treatment, patient described symptoms to the clinic through a text message with the following information, "my intrinsic motor control in my hands is still compromised. I can't push down with my index finger on either hand, like pushing the hairspray nozzle and a very weak pincher grasp... The numbness in the tip of my middle finger is still there. That doesn't concern me nearly as much as the loss of motor control." Approximately 3 months later the patient reported, "I still have some numbness/parasthesia in my left hand. Intrinsic muscle strength continues to improve slowly. I still can't do everything I need to do to be able to treat people's neck issues for physical therapy, but it's getting better. I have muscle atrophy in both arms, left much worse than right. I can't workout like I used to yet, as far as lifting weights without straining my arm muscles. It's frustrating how slow the healing process is with nerves, but I'm hopeful I'll get back to 100%." Attempts for additional follow-up information were unsuccessful.